Event description:
The customer reported intermittent erroneous ion selective electrode (ise) results on an au5400 clinical chemistry analyzer. The customer stated the instrument generated low sodium and chloride results on cell #2 for one patient sample. The sample was reanalyzed on the same instrument and on an alternate instrument; the retest results from both instruments were similar and higher than the initial results. There were no erroneous results reported out of the laboratory and there was no effect to patient treatment in connection with this event. At the time of the event, ise cell #2 calibration and quality control (qc) results were passing and acceptable. The customer did not provide any further documentation.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse decontaminated the cell #2 ise system by cleaning the reagent straws with a 10% bleach solution and ran an enhanced ise cleaning for the flow cell. Afterwards, qc results were erratic, so the fse replaced the reference solution valve, buffer valve, and buffer syringe driver. The instrument settings were adjusted to mask cell #2 results, which allows the customer to monitor results. There were no further issues reported.